Manufacturer narrative:
D9: product received date 11-sep-2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. Functional testing and review of the event history log showed error code 41171. The cause of the problem was main control board failure. Replaced the printed wire assembly (pwa) board and pump passed all testing after.

Event description:
It was reported that the device exhibited error code 41171. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.